Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6), reported via a fisher & paykel (f&p) healthcare field representative that while providing therapy using a f&p 950 respiratory humidifier, a patient desaturated and experienced bradycardia. The healthcare facility reported that CPR was performed, and the patient's tracheostomy tube was replaced. The healthcare facility further reported that a mucous plug was found in the tracheostomy tube. Following this event the patient was reported to be in a stable condition. The healthcare facility reported that the subject device was functioning as normal. F&p healthcare are currently in the process of obtaining further information regarding the reported event.

Manufacturer narrative:
(B)(4) section d4: device details including sn#, lot# and UDI were not provided by the healthcare facility. Method: the serial number of the subject 950 respiratory humidifier was unable to be identified by the healthcare facility. Therefore, neither the subject device nor the device logs were able to be provided for investigation. Results: the healthcare facility reported that a patient desaturated and developed bradycardia, while receiving therapy via a 950 respiratory humidifier. The patient required CPR, and a replacement of their tracheostomy tube. The healthcare facility also reported that the 950 respiratory humidifier was functioning as normal. Conclusion: based on our investigation, we are unable to determine the cause of the reported event. It was determined by the healthcare facility that the 950 respiratory humidifier was functioning as normal. The f&p 950 respiratory humidifier is designed to provide heat and humidity to inspired gases for respiratory support treatment by providing a humidification chamber and gas path conduit for between the gas source and patient interface. The user instructions which accompany the 950 respiratory humidifier states the following: -'appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient (e.g., in the event of an interruption to gas flow) may result in serious harm or death.'

Event description:
A healthcare facility in washngton d.c., reported via a fisher & paykel (f&p) healthcare field representative, that while providing therapy using a f&p 950 respiratory humidifier, a patient desaturated and experienced bradycardia. The healthcare facility reported that CPR was performed, and the patient's tracheostomy tube was replaced. The healthcare facility further reported that a mucous plug was found in the tracheostomy tube. Following this event, the patient was reported to be in a stable condition. The healthcare facility reported that the subject device was functioning as normal.